Event description:
The beckman coulter field service engineer (fse) reported an injury during the installation of the au5800 clinical chemistry analyzer at the customer site. The fse stated his wrist popped while trying to reach a bolt to tighten. The fse saw the doctor and was prescribed medication including ibuprofen (600 mg), acetaminophen (500 mg) and diclofenac sodium 1% gel (2 gm). The fse was given a modified work duty and physical therapy. As of 09 nov 2022, the fse has not taken any time off.

Manufacturer narrative:
Based on the available information suggests this was an accidental injury. Upon followup with the fse, he received a moderate work schedule along with physical therapy and medication. There was no report of a system malfunction. The beckman coulter internal identifier is (B)(4).